Event description:
It was reported that the adhesive on the male external catheter was too strong and even after removing them, there was some adhesive left on the patient.

Manufacturer narrative:
The reported event is unconfirmed - product met specifications. Visual evaluation noted 5 unopened mecs were received. No obvious defects were noted. Further testing required. Samples were cut to the required width (0.70" +/- 0.05"). Adhesive peel strength was found to be within specification (0.60-2.10lbf). The product met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the adhesive on the male external catheter was too strong and even after removing them, there was some adhesive left on the patient.